Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed upon initial testing. However, the report could not be duplicated. The device was put through extensive testing including daily, weekly, and monthly self test with new pads without duplicating the report. The report was cleared and did not reoccur. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. No electrode pads used at the time were returned with the device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.